Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of blunt guide wire broke off after insertion of screw at l4 right pedicle. The tip of the guide wire was not removed and remained as is. Was surgery delayed due to the reported event? Yes. If yes, number of minutes: the surgeon attempted to remove the broken wire for about 5 minutes. Action taken when event occurred? Broken fragment remains inside patient. Was procedure successfully completed? Yes. Were fragments generated? Yes. If yes, were they removed easily without additional intervention? No. Patient status/ outcome / consequences? Unknown. Was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required? Unknown. Is the patient part of a clinical study? Unknown.